Event description:
The soft limb restraint loosened when the patient was attempting to take their hand from their side to their mouth. Restraint was tightened and the patient was able to loosen the restraint multiple times.